Event description:
Report received from the USA stating that the console showed an "e6 error code." The code recognizes when the handpiece is overheating. The event occurred prior to surgery. There was no pt involvement. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).